Event description:
The customer reported the remote user interface joystick was not working. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote used interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.